Event description:
It was reported that, "fiber broke six to eight inches from distal end and damaged camera lens." Rptr stated that while utilizing a 200-micron fiber (reported device) in a ureteroscopy procedure for 301 joules, physician removed the fiber from the flexible scope to insert a three-prong grasper to retrieve a stone fragment. Physician then asked for the laser fiber (same as above) and put it back down the working channel of the scope. He called for the laser to be readied, located the fiber tip on the monitor (by viewing the aiming beam) and then he pressed the foot pedal. The instant the foot pedal was pressed, it was noted that the picture was degrading. Physician stopped and withdrew the fiber to find that approx eight inches from the distal end, the fiber had been severed inside the scope. The severed section of the fiber was pulled out from the distal end of the scope. A 365 micron fiber was then opened and used to complete the case, along with a new scope. No injuries were reported.